Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy and recurring incontinence. A surgical procedure was performed to remove and replace the device. No additional patient complications were reported.